Manufacturer narrative:
(B)(4). Batch # m54t00. Corrected data: manufacture date: 8/7/2015. Expiration date: 7/7/2020. The analysis results showed that one gst60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no functional testing could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve procedure, the staples deployed except for one staple. Case was completed as normal. There were no patient consequences reported.